Manufacturer narrative:
Explanted performed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. There were concerns about early battery depletion. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. There were concerns about early battery depletion. Device replacement was recommended. Currently, this s-ICD remains in service and no adverse patient effects were reported.